Event description:
It was reported device reset message displayed for some time. Device was not in reset settings and the histogram was not available. Multiple stored electrocardiograms had future dates. A device image was saved successfully and will be analyzed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.